Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully retracted and bent. Tissue visible inside the helix. The distal conductor is distorted at 1.1cm, no further helix testing is possible. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead¿s helix would not extend. The lead was removed from the patient and the helix still would not extend outside of body. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.